Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the architect tsh assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 57370ud04. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the architect tsh reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 57370ud04 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect tsh reagent lot 57370ud04 was identified.

Event description:
The customer stated an endocrinologist questioned the thyroid function test results for a 17-year-old male when using the architect tsh assay. After the patient was taking medication for hyperthyroidism, the results fluctuated from hypothyroidism to hyperthyroidism. The doctor is questioning the depressed tsh results. The following data was provided: test results on (B)(6) 2024: tsh result = 87.76 additional laboratory test results provided: free t4 result = 1.41, free t3 result = 2.02. Test results generated one month later: tsh result = 0.03. Additional laboratory test results provided: free t4 result = 1.41, free t3 result = 4.65. Customer¿s reference range: tsh: 0.35 to 4.94. Free t4: 0.70 to 1.48, free t3: 1.58 to 3.91. The department took the sample to another platform for testing, and the pattern was the same. The physician believes the depressed tsh result is incorrect. The physician is not questioning the free t4 or the free t3 results of the patient. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated an endocrinologist questioned the thyroid function test results for a 17-year-old male when using the architect tsh assay. After the patient was taking medication for hyperthyroidism, the results fluctuated from hypothyroidism to hyperthyroidism. The doctor is questioning the depressed tsh results. The following data was provided: test results on (B)(6) 2024: tsh result = 87.76 additional laboratory test results provided: free t4 result = 1.41 free t3 result = 2.02. Test results generated one month later: tsh result = 0.03 additional laboratory test results provided: free t4 result = 1.41 free t3 result = 4.65. Customer¿s reference range: tsh: 0.35 to 4.94 free t4: 0.70 to 1.48 free t3: 1.58 to 3.91. The department took the sample to another platform for testing, and the pattern was the same. The physician believes the depressed tsh result is incorrect. The physician is not questioning the free t4 or the free t3 results of the patient. There was no impact to patient management reported.